Event description:
Complaint received via product hotline in 2005. Pt's nurse called to report that when she went into the pt's room, the catheter was out and laying beside the pt. Nurse searched for remainder of catheter but could not find it and reported that approx 1" from the tip of the catheter appeared to be missing.